Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited loss of capture. It was reported that the patient fell four months earlier. However, it is unknown if the fall is related to the loss of capture.